Event description:
It was reported that the patient underwent a spinal procedure using posterior fixation at c7-l1. The patient was doing well immediately post-op and was undergoing rehabilitation. It was found that the right l1 screw broke at unknown time post op. Since the patient heard something was broken approximately three months post op, the patient started feeling pain and now is unable to walk. It is not believed that the symptoms are associated with the broken screw. The revision surgery was performed five months post op. The fixation level was extended from l1 to l5. The patient reportedly is doing well post op.

Manufacturer narrative:
(B) (4). The part and lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The devices were used in this event are catalog # g76446540, lot# h09d4940, and h09e6517; catalog # g76446545, lot# h09b1774. This part is not approved for use in the united states; however, a like device catalog #75444540 and #75446545, 510k # k042025 was cleared in the united states. The manufacture date for lot# h09d4840 is 04/30/2009; the manufacture date for lot # h09e6517 is 06/04/2009; the manufacture date for lot# h09b1774 is 02/26/2009. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.